Event description:
The device was used during a vats procedure. Reportedly, the instrument would not open after firing. The surgeon transected the tissue on the pt side to remove the instrument and fired a second instrument to complete the procedure and correct the condition. The hosp has reported the pt's condition is satisfactory.